Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure using an e luminexx device. It was reported that approximately midway through the procedure, the guidewire could no longer be advanced. The device was flushed again; however, the guidewire still would not advance. When attempting to retrieve the guidewire, it was found to be stuck inside the device and further, premature activation was found. The procedure was completed using an alternative device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the e luminexx vascular stent products that are cleared in the us. The pro code and 510 k number for the e luminexx vascular stent products are identified in d2 and g4. Manufacturing review: based on the information available, a definitive root cause could not be identified. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the stent delivery system was returned for evaluation with the stent partially deployed while the safety clip was still well placed on handle. During testing, the device could be flushed and a device compatible 0.035 guidewire was advanced through the delivery system with some resistance which leads to confirmed results. The investigation also confirmed for premature activation. There was no indication of manufacturing deficiencies. In this case, it was reported that the device was flushed before use and a 0.035 guidewire was used for access. Based on the available information and the evaluation of the returned sample, the investigation is closed with confirmed results for failure to advance, device device incompatibility and premature activation. A definite root cause of the reported incident cannot be identified. Labeling review: relevant labeling supplied with this product was reviewed. The instructions for use (IFU) was found to address the potential risks of the reported issue. The IFU states: should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit. According to the labeling supplied with this product a guidewire with a diameter of 0.035 inch (0.89 mm) and a 6f introducer sheath should be used. Regarding preparation, the IFU states: prior to use, flush the stent delivery system with sterile saline using a small volume (e.g., 5 to 10 cc) syringe. Continue flushing until saline drips from the distal tip of the catheter after flushing each luer port. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.